Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD), the physician had difficulty advancing the setscrew. The setscrew was eventually physically removed from the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a missing set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.